Event description:
It was reported that during infusion, the pump exhibited various alarms and powered off before the infusion completed, which resulted in under delivery. This is a high-priority condition that prevents device operation and interrupts therapy. There was patient involvement; however no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.